Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) felt a 'blow'; subsequently, the ICD was emitting a constant beeping tone. The device exhibited a message that it was in 'fallback mode'. The physician elected to explant the ICD.